Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the described boli could not be found in the event history all programmed boli are delivered by the pump the problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose levels up to 23 mmol/l (414 mg/dl) since (B)(6) 2013. Patient stated he took correction via the infusion device. Patient reported on (B)(6) 2013 at approximately 6:30 am his blood glucose level was 7-8 mmol/l (126-144 mg/dl), patient ate and then administered 4 units of insulin via the infusion device. Patient stated at approximately 9 am his blood glucose level was approximately 12 mmol/l (216 mg/dl), he ate and then administered 8 units of insulin via infusion device. Patient reported that at 11 am his blood glucose level was 22 mmol/l (396 mg/dl), he administered 5 units via the infusion device and then at 12 pm his blood glucose level was 23 mmol/l (414 mg/dl). Patient stated he changed the infusion set and took correction via the infusion device. Patient reported that at 7 pm he ate and administered 4 units of insulin via the infusion device and then at 8 pm his blood glucose level was approximately 15 mmol/l (270 mg/dl) and took correction via the infusion device. Patient stated he thinks the bolus has not been delivered correctly. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.